Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a chronic catheter allegedly had a broken cuff. There was no reported patient injury.

Event description:
It was reported that a chronic catheter allegedly had a broken cuff. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One trifusion 12fr catheter was returned for evaluation. Tissue cuff showed signs of wear, however, the cuff was in place and unable to move. Therefore, the investigation will remain inconclusive for the alleged damaged/defective cuff as conditions of use could not be recreated. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2019.

Event description:
It was reported that a chronic catheter allegedly had a broken cuff. There was no reported patient injury.

Manufacturer narrative:
The previously submitted supplemental emdr inaccurately reported. The g4 date should have been reported as 12/07/2018. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one trifusion 12fr catheter was returned for evaluation. Tissue cuff showed signs of wear, however, the cuff was in place and unable to move. Therefore, the investigation will remain inconclusive for the alleged damaged/defective cuff as conditions of use could not be recreated. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2019).